Event description:
The customer reported that during testing, the buttons were sticking. The service technician at stryker confirmed that the device had run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.